Manufacturer narrative:
The report we received from our affiliate indicated that the procedure was a percutaneous transluminal angioplasty procedure to an 80% stenosed, mildly calcified iliac artery with tortuous vessel anatomy. During postdilatation, the balloon ruptured. Inflation pressure at the time of rupture was unknown. There was no adverse effects to the pt. The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.